Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels and hospitalization. Customer's blood glucose level was unknown. Customer went to the emergency room due to their low blood glucose levels. Customer refused to neither speak to the helpline nor troubleshoot the device.